Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for one of the four involved devices reported, before use, on the same patient. See MDR's 3013394970-2018-00305, 3013394970-2018-00306, 3013394970-2018-00308 for the other three reported events.

Event description:
The user facility reported they used four different angio-seal sts 8fr devices. The customer had issues with the collagen/bypass tube staying in place. They did not attempt to place the first three devices in the patient. The customer said the device was coming apart near the collage/bypass tube. The customer used the fourth device on the patient. Upon deployment the customer noticed that the device was coming apart and did not have good hemostasis. The customer held pressure on the patient and that controlled the bleeding. Estimated blood loss was less than 250 cc. The procedure outcome was successful. Manual compression was used to close the artery.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One 8fr angio-seal sts plus was returned for evaluation. One carrier tube assembly was returned. The bypass tube was returned separately. The collagen within the carrier tube was slightly swollen and crusted with blood like substances. The anchor was exposed due to detachment of the bypass tube. There was no damage noted on the mating wings of the carrier tube hub. The aluminum pouch was not returned. The following measurements were carried out: carrier tube outer diameter = 0.1022", tamper tube outer diameter = 0.0794", bypass tube proximal max od = 0.3120", bypass tube distal ID = 0.110. All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The IFU states: "remove the angioseal device contents from the foil package by opening the package at the arrow indicator taking care to pull the foil seal apart completely before removing the angioseal device." There is no evidence that this event was related to a device defect or malfunction. Based on historical data, records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. However, without the aluminum foil, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. It was initially reported the device was not available. However, the device was returned. Therefore, sections have been updated to reflect the device return.